Manufacturer narrative:
The reported field event of assurity advisory was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The device was explanted and replaced. The patient's condition was unknown.

Manufacturer narrative:
Correction: g2 health professional and user facility should be filled in.